Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2016, it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2016, it was noted that perforation had occurred. No further patient complications were reported. It was further reported that on (B)(6) 2019 the patient had a CT of their abdomen. The imaging showed that the filter is completely above the level of the left renal vein. Most of the filter is below the level of the right renal vein although the tip extends just above the level of the right renal vein. Several of the struts appear to protrude slightly beyond the wall of the ivc most prominent is the medial struct which closely approximates the aorta though without definitely contacting it.